Event description:
A falsely depressed tpsa result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated in another laboratory and an elevated result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed tpsa result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tpsa result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.